Event description:
This MDR is linked to MDR 3013840437-2021-00234, referring to the same patient. Follow-up information was received on 17-nov-2021: the reporting physician did not inject the patient. The patient underwent a radiesse placement and wished to remove it (as reported). The reporter asked for advice as to whether there were methods for doing so. The outcome of the events was left unchanged.

Manufacturer narrative:
This case has been assessed as reportable to the FDA, as the event bulges (pt: injection site swelling), was deemed to meet serious criteria of permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is linked to MDR 3013840437-2021-00234, referring to the same patient. This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse, into the upper cheek area (off label use of device), over two years prior to this report. Soon after the radiesse injection, the patient experienced bulges in the tear troughs. Recently, prior to this report, the patient consulted with an oculofacial plastic surgeon about what was going on with her lower eye area. The oculofacial plastic surgeon believed it was the filler, that migrated to the tear trough area. The patient wanted to know if there was any solution that was going to dissolve the product. The outcome of the events was unknown. The events were considered as permanent.